Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and failed due to usb port connector was damaged/ broken. Pictures were taken. Charge and boot testing was performed and failed due to the receiver will not turn on (no power on). Case opened for interior inspection was performed and passed. Audio speaker resistance was measured and passed. The receiver log was unable to download. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.